Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a vital signs absent pt, the device displayed a "poor pad contact" message three times before analyzing. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.